Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the trial spacer broke into 3 pieces separating from trial cup during surgery.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial spacer broke into 3 pieces separating from trial cup during surgery.